Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact reported. The following information was provided by the initial reporter, translated from japanese to english: liquid drips from the sit. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part # 654587, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard from the sit not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 05mar2020 to date 05mar2021. Complaint trend: there are 9 complaints related to a leakage of biohazard from the sit not contained within the instrument. Date range from 05mar2020 to date 05mar2021. Manufacturing device history record (DHR) review: DHR part # 654587 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn and disconnected v8 line. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/ massaged and reconnected or replaced entirely. Blockage or improper connection of this tube will commonly limit aspiration, leading to leaking and carryover. The customer had initially submitted a complaint regarding a leaking sit. The tsr (technical service representative) receiving the call provided instruction to the customer on how to resolve the issue by adjusting the v8 pinch valve, and the customer reported that afterwards the instrument was working as intended. Several days later the customer called again, this time regarding an irregular level of aspiration from the previously faulty instrument. Before a tsr could help with this issue customer found that it was due to a loose v8 pinch valve line, and reattaching the tubing fixed the issue. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was reported to be functioning as expected. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Case comments 3/7/21: phenomenon we contacted you via as odaka. After removing the clogging of the pinch valve tube, the line can be passed through cleanly, but the amount of liquid sucked during sit is larger than before. (Before pressing sit flush, suck most of the liquid in the tube with guin when the tube is in the gashan and sit. Also, the amount of liquid used during daily clean is much better than before. If you smoke too much. .. ?? I don't think it will affect the measurement, but it's strange. Correspondence again, I requested by e-mail to confirm the installation of the tube in the valve part. The pinch tube was not properly attached to the back. It improved as I reattached it. Result correspondence completed. Case comments 3/4/21: phenomenon liquid drips from the sit. Correspondence when the user applied the tube containing the clean liquid and performed sit flash, the clean liquid did not decrease. Next, I asked you to confirm that it was bitten by v8. Turn off the power of the main unit and pc (turn off the main unit from the main power supply) open the entire cover, loosen the screw on the top and open the lid, loosen one screw on the upper part of the left side and remove the cover. Remove the thin tube that is bitten by the white part (v8). If the tube is crushed, rub the tube to restore its shape. · tighten the tube all the way, · attach the cover and turn on the main power. Result the user uses it as usual. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no, tfs ID: (B)(6). ID: (B)(6) reg status: ivd; ruo hazard: exposure to biological sample cause: back drip from injection port (sit) harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): (B)(6) sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control, (B)(6). Effectiveness verification: lsvn-1008-dr, (B)(6) probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs ID: (B)(6) ID: (B)(6) reg status: ivd; ruo hazard: instrument temporarily inoperable. Source: sit fmea cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for¿peeksil¿tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol reglink (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. (B)(6). Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. (B)(6) probability: 2.. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the leakages of biohazard not contained within the instrument was due to a pinched and disconnected v8 line. Conclusion: based on the investigation results the root cause of the leakages of biohazard not contained within the instrument was due to a pinched and disconnected v8 line. The customer had initially submitted a complaint regarding dripping from the sit. A tsr assisted the customer in resolving this issue by removing the pinch from the tubing. After, the customer called again regarding the instrument¿s abnormal aspiration rate, which was fixed by finding that the v8 tubing was loose. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid drips from the sit. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.